Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d364trg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013 3830 implantable pacing lead implanted: (B)(6) 2013 0185 competitive implantable tachy lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
A correction was made to the suspect medical device serial number.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.